Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to lead got damaged during a extraction of the right ventricular (rv) lead. The impedance was out of range and when tested with the psa it did not capture. No additional adverse patient effects.